Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced dyskinesia, internal bleeding, intestinal blockage, and loss of blood from the stoma. The patient's daughter referred that the patient died in hospital after going to the emergency room after the severe dyskinesia and loss of blood from the stoma. The causes of death were reported as dyskinesia, internal bleeding, intestinal blockage, loss of blood from the stoma and a suspected colon neoplasm. It is unknown if an autopsy was performed. It was reported that the treating physician stated the death occurred as a result of internal bleeding and intestinal blockage secondary to suspected colon neoplasm and not related to the use of duodopa therapy.